Event description:
While using grasping forceps to remove biliary stent, a piece of plastic broke off handle of the forceps causing forceps to malfunction. The stent was stuck in the working channel of the scope and was able to be removed. No harm to the patient.